Event description:
Surgeon reported post-operative refractive error. The lens was replaced on 3/24/1998. It is unknown if the refractive error was lens related.

Manufacturer narrative:
H3: evaluation results showed that the lens was the correct diopter, as labeled. The returned lens had surface residue, which would be expected for an explanted product. Both lens haptics were twisted. H6: method-bfl measurement for diopter power. Results-lens diopter was correct as labeled.